Event description:
Two hypodermic needles - pro edge 25gx5/8" (part no: 402558, serial/lot# (B)(4) in separate, sealed packages were found with black spotted contaminants inside and outside the hubs of the needles. As soon as the black spotted contaminants were noticed on the needle, we immediately pulled the remaining 534 needles from our inventory. We have administered vaccine using 465 needles prior to discovering the black contaminant. Dates of use: (B)(6) 2014 - (B)(6) 2015. Diagnosis or reason for use: to provide subcutaneous injections.